Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. (B)(4).

Event description:
It was reported that the patient has an implantable cardiac monitor and was having a seizure at the time of some recorded episodes and all of the episodes have noise. The device remains in use. No patient complications have been reported as a result of this event.